Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The customer reported that he removed his pod on (B)(6) 2014 and everything seemed normal. On (B)(6) 2014, he noticed some redness and soreness at the site and his blood glucose levels began to rise (between 250-300 mg/dl). On (B)(6) 2014, he went to the doctor, was diagnosed with a site infection, and was prescribed oral antibiotics.